Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Procedure: axial lumbar interbody fusion, anterior cervical disectomy and fusion levels implanted: c6-c7 it was reported that patient was experiencing pain in his back as the result of an implanted spinal stimulator, which was attached to his lower back. And was recommended to undergo surgery due to a result of disc degeneration in his lower back. The patient underwent an axial lumbar interbody fusion and the removal of the implanted spinal stimulator. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged of suffering from increased pain in his back, pain in his legs, and sudden impotence. After more than a year had passed, patient also began to suffer new pain in his cervical spine.